Manufacturer narrative:
The device was explanted and has been received for analysis. This report will be updated upon the completion of the device investigation. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that premature battery depletion was observed. The battery capacity decreased from 6 years remaining, to 3 years remaining. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of the data confirmed that the power consumption is gradually increasing. A technical services consultant recommended device replacement or reassessment of device battery status within 90 days. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that premature battery depletion was observed. The battery capacity decreased from 6 years remaining, to 3 years remaining. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of the data confirmed that the power consumption is gradually increasing. A technical services consultant recommended device replacement or reassessment of device battery status within 90 days. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device currently remains implanted. This report will be updated should additional information be provided.

Event description:
It was reported that premature battery depletion was observed. During the recent device check, the battery capacity decreased from 6 years remaining, to 3 years remaining. A copy of device memory was saved and submitted for analysis. Engineering review of the data confirmed that the power consumption is gradually increasing. A technical services (ts) consultant recommended device replacement or reassessment of device battery status within 90 days. No adverse patient effects were reported.